Manufacturer narrative:
No device deficiency was reported. Pericardial effusion is a known potential adverse event documented in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure a pericardial effusion was observed while ablating the right superior pulmonary vein (rspv). The pericardial effusion was drained without issue and the treating physician reported the patient was in good condition the morning following the procedure. The case was stopped after the pericardial effusion was noted, after treatment of the left sided pulmonary veins and approximately 2/3 of the rspv. The medical team was not able to determine the cause of the pericardial effusion.